Event description:
No problem with the fitting really but the protector fell apart at the seams, eventually separating into 2 pieces. The blue section separated completely from the white section.

Manufacturer narrative:
No additional information is given by the consumer. No lot code was given, no product was returned for investigation. No injury was reported, no medical attention was sought. This is being reported because if part of the device is swallowed due to delamination, medical attention may be necessary to remove the device.